Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) contacted the customer who confirmed the system functioned as expected with no insufflation issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer contacted the technical support engineer (tse) to report that the insufflator has been misbehaving. The customer described that the insufflator starts off working well and then then it will go red randomly and then goes back to blue without any errors or user input. The customer stated that when it does go red, they lose suction and pressure at that time. The tse reviewed logs and did not see any errors associated with the reported issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said during hysterectomy procedure, the surgeon experienced a sudden, brief loss of insufflation pressure when the insufflator went red. The pressure recovered immediately, and the procedure continued and completed using the same insufflator. There was no loss of vision. An airseal insufflator was present and prepared as backup but was not utilized. No patient injury or harm resulted, and subsequent procedures did not exhibit similar device behavior.